Event description:
The customer reported the system would not display a usable cine image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.